Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. During troubleshooting with tandem technical support, the issue was determined to be with the wall outlet. The pump was confirmed to be charging with the same charging supplies when connected to a different wall outlet. Customer reported blood glucose (bg) level was 500s (mg/dl). A manual injection was delivered to address bg level.